Event description:
It was reported that they were getting errors during a biopsy that caused the patient to be re-exposed. It was determined that the biopsy control device was failing. Once it was replaced, the system is working as intended.